Event description:
It was reported that the pump overheated and the pump battery was subsequently unresponsive. There was no reported adverse impact to customer's blood glucose level. The customer declined further troubleshooting, and no additional information was provided.